Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is inspectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the control, bending angle in up direction did not meet the standard value due to wear of angle wire, light guide lens had a crack, objective lens had a scratch, protector of universal cord on scope connector had a scratch, suction cylinder was shaved, switch one had a scratch, electrical contact of endoscope connector had discolored area, plug unit was deformed, scope connector had discoloration, water removal ability did not meet the standard value due to clogged nozzle, adhesive on bending section cover had white clouded area, a crack, and a chip, the play of the upward/downward angulation control knob was out of standard value due to wear of angle wire, plastic distal end cover had a dent, connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the nozzle was cleaned with lint-free cloths/brushes/sponges, the endoscope was presoaked in the detergent solution, and the air/water nozzle was flushed with detergent solution. The facility utilize phthaloyl preparations. There were no abnormalities in the accessories used for reprocessing.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.